Manufacturer narrative:
The formed needle did not retract and was observed in the exposed portion of the soft cannula. The formed needle and slide retract were observed to be damaged. It can be determined that the incorrectly installed hard cannula lead to the needle failing to retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that while wearing the pod longer than 48 hours. The needle mechanism did not fully retract as intended during activation.